Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for previous medical device implantation with synvisc, osteoporosis, hypertension and pain. On (B)(6) 2011, the patient initiated treatment with first synvisc (hylan gf-20) injection, 2 ml per week of the second course. The lot number for synvisc was not provided. On an unspecified date, the patient experienced knee effusion. On (B)(6) 2011, the patient developed arthritis. On (B)(6) 2011, the patient visited the clinic and arthrocentesis of the right knee (42 cc) and left knee (80 cc) was performed. The same day, the patient was treated with a mixed injection of lidocaine and betamethasone sodium phosphate in both the knees. On (B)(6) 2011, the patient recovered from the event of arthritis. The action taken with synvisc treatment was not provided. The outcome for the event of knee effusion was not provided. Relevant concomitant medications reported included celecoxib, rebamipide and ketoprofen. The intensity for the events of arthritis and knee effusion was not provided. The reporting nurse assessed the relationship between synvisc and the event of arthritis as probable and did not provide the relation of synvisc with the event of knee effusion. The qa (quality assurance) investigation results were received on 11-oct-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.